Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 256 mg/dl, 99 mg/dl. Tests were done 11-20 minutes apart with a difference of 78%. Patient did not experience any adverse events. No further information has been reported.